Manufacturer narrative:
Section a4- patient weight has been provided. It was reported to abbott a patient stated their charger was not charging their ipg. The patient reported they typically need to charge every two weeks but stopped charging as they were dry needling and didn't want to have to keep charging the ipg. Ts advised if the ipg is depleted of charge for a month or longer, it may no longer take a charge. Ts advised on the out of warranty replacement process. Replacement of the ipg is planned but has not been scheduled. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Section a4: pt weight is unknown.

Event description:
It was reported that patient had not charged their device for approximately three months and now the device could not take a charge. Surgical intervention may occur in the future to resolve the issue.